Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic appendectomy, the staple line bled. A bovi was used on the bleeder and the staple line was then hemostatic. It is unk what caused the staple line to bleed. The patient complained of pain and was brought back to the operating room the next day. One thausand ccs of blood had to be suctioned from the patient. It is unk if the patient received a transfusion or if the patient's post-op care was altered.